Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service due to a break in the insulation. A new cpi lead (0014) was implanted.